Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was sent to the hospital 3 times already. Customer's blood glucose went down to 27 mg/dl yesterday. Customer was on the floor when his step-mom came home. The hospital adjusted the pump settings going up instead of down. Yesterday the paramedics were called and the customer's blood glucose was 27 mg/dl. Customer was given an injection to bring his blood glucose up to 120 mg/dl. Customer had breakfast this morning but he gets very combative and distraught. Customer was hospitalized with a blood glucose level of 30 mg/dl on (B)(6) 2016 and 28 mg/dl on (B)(6) 2016. Customer's current blood glucose is 293 mg/dl. Customer was tired and went to sleep but did not wake up on (B)(6) 2016 with a low blood glucose level. Customer's blood glucose was 51 mg/dl and he did not treat. On (B)(6) 2016, customer was working outside all day and had a low blood glucose level at lunchtime. Customer's blood glucose was 145 mg/dl when he went back outside.